Event description:
It was reported that a urolok adapter device was about to be used in a ureteroscopy (urs) procedure. During preparation, it was noticed that the adapter's internal packaging did not come with a seal. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of incomplete seal.